Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: it was reported that the filter would not expand when unsheathed. Attempted to pull the filter back into the sheath, but it came off the hook. Filter was retrieved with gtrs and another tulip filter was successfully placed with no reported harm to the patient. The jugular introducer, the sheath system, the long dilator, and the tulip filter were returned. The jugular introducer was slightly curved and had a kink 600mm from the distal tip. The red hub was loosened, but the grasping hook stuck inside and could not be moved, even after soaking. However, after cutting the introducer the hook wire inside could be moved by pushing the metal knob in the proximal part, but in the distal part the grasping hook still stuck inside the introducer. Therefore, to release the grasping hook the introducer was cut open and the grasping hook was found straightened. The single image submitted for review does demonstrate the gunther tulip ivc filter feet in an under-expanded configuration despite retraction of the introducer sheath. The movie submitted is slightly more revealing. This demonstrates that during the initial deployment, it appears the filter was advanced a few millimeters outside of the deployment sheath before the sheath was retracted. The IFU clearly states the sheath should be retracted until the proximal part of the adapter reaches the marker on the filter introducer. At this point the filter is expanded, still connected to the filter introducer. The initial advancement the ivc filter through the sheath may have allowed the filter feet to engage with the ostium of a small vein, potentially the gonadal vein, or may have even engaged directly with the ivc wall. This is supported by the movements of the ivc filter after it was entirely unsheathed, the filter acted as if it was tethered at a point where the feet were clustered together. Another, less likely explanation is that a small amount of thrombus formed within the end of the sheath after removing the introducer dilator, and this thrombus inhibit expansion of the primary filter feet. This is felt to be very unlikely, as the filter detached from the deployment system and didn¿t migrate or embolize centrally, something that would be expected if left in the current configuration. Furthermore, likely the operator had observed this thrombus adherent to the filter feet when the filter was deployed on the back table, and this was not described in the complaint report. However, the physician did describe the filter not initially opening on the back table until it was wet with saline. This last part is difficult to rectify with the leading hypothesis, unless while the filter was retrieved, the filter feet tore a small amount of tissue from the structure it was engaged with, keeping them tethered together. When sprayed with saline, this weakened or displaced this tissue allowing the filter to spring open. Lastly, but also unlikely is the feet had a manufacturing defect preventing them from opening. This is not considered likely for the same reason a thrombus preventing expansion of the feet is unlikely. The filter came completely detached from the deployment system. If the feet were stuck together due to a manufacturing defect, the ivc filter is expected to easily migrate or embolize centrally because there was nothing holding in place in the ivc. This did not happen, supporting the proposed mechanism of the feet engaging with a structure due to advancement of the filter outside of the sheath rather than retraction of the sheath. Importantly, the filter was not left in this configuration and was successfully retrieved. No evidence to suggest product was not manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the DHR was fully executed. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k) k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: approach was gained from the jugular vein. The user unsheathed the filter leg but the leg did not open. He tried to put the filter back into the sheath but the filter came off from the hook. The filter was retrieved from the body by using a gtrs-200-rb. After retrieving the filter from the body, the user made the filter wet with saline and then the filter opened. Another igtcfs-65-jp-jug-tulip was used instead and the procedure was completed. Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: it was reported that the filter would not expand when unsheathed. Attempted to pull the filter back into the sheath, but it came off the hook. Filter was retrieved with gtrs and another tulip filter was successfully placed with no reported harm to the patient. The jugular introducer, the sheath system, the long dilator, and the tulip filter were returned. The jugular introducer was slightly curved and had a kink 600mm from the distal tip. The red hub was loosened, but the grasping hook stuck inside and could not be moved, even after soaking. However, after cutting the introducer the hook wire inside could be moved by pushing the metal knob in the proximal part, but in the distal part the grasping hook still stuck inside the introducer. Therefore, to release the grasping hook the introducer was cut open and the grasping hook was found straightened. The single image submitted for review does demonstrate the gunther tulip ivc filter feet in an under-expanded configuration despite retraction of the introducer sheath. The movie submitted is slightly more revealing. This demonstrates that during the initial deployment, it appears the filter was advanced a few millimeters outside of the deployment sheath before the sheath was retracted. The IFU clearly states the sheath should be retracted until the proximal part of the adapter reaches the marker on the filter introducer. At this point the filter is expanded, still connected to the filter introducer. The initial advancement the ivc filter through the sheath may have allowed the filter feet to engage with the ostium of a small vein, potentially the gonadal vein, or may have even engaged directly with the ivc wall. This is supported by the movements of the ivc filter after it was entirely unsheathed, the filter acted as if it was tethered at a point where the feet were clustered together. Another, less likely explanation is that a small amount of thrombus formed within the end of the sheath after removing the introducer dilator, and this thrombus inhibit expansion of the primary filter feet. This is felt to be very unlikely, as the filter detached from the deployment system and didn¿t migrate or embolize centrally, something that would be expected if left in the current configuration. Furthermore, likely the operator had observed this thrombus adherent to the filter feet when the filter was deployed on the back table, and this was not described in the complaint report. However, the physician did describe the filter not initially opening on the back table until it was wet with saline. This last part is difficult to rectify with the leading hypothesis, unless while the filter was retrieved, the filter feet tore a small amount of tissue from the structure it was engaged with, keeping them tethered together. When sprayed with saline, this weakened or displaced this tissue allowing the filter to spring open. Lastly, but also unlikely is the feet had a manufacturing defect preventing them from opening. This is not considered likely for the same reason a thrombus preventing expansion of the feet is unlikely. The filter came completely detached from the deployment system. If the feet were stuck together due to a manufacturing defect, the ivc filter is expected to easily migrate or embolize centrally because there was nothing holding in place in the ivc. This did not happen, supporting the proposed mechanism of the feet engaging with a structure due to advancement of the filter outside of the sheath rather than retraction of the sheath. Importantly, the filter was not left in this configuration and was successfully retrieved. It was assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the DHR was fully executed. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.